Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. Six days after event onset, the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with vancomycin (1 gram per one bag, frequency not reported) and meropenem (500 mg, 3 exchanges per day, route not reported for peritonitis. The patient was discharged from the hospital five days after admission and was recovered from this peritonitis event the same day. Two days later, antibiotic therapy was discontinued. The dianeal and extraneal therapies were ongoing. No additional information is available.